Event description:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx, indicating that the electric shock energy is lower than the allowable value set by the original factory. There was reportedly no patient involvement. The asp evaluated the device and determined that the alleged malfunction of the device, the lower than the original acceptable value of the defibrillator energy, was caused by the aging of the therapy capacitor. However, the repair for this unit cannot be conducted at this time due to the part(s) being on back order as a result of a global product hold. The necessary material has already been requested, and an order for the part(s) was placed to proceed with the repair of this unit. The therapy capacitor ordered aligns with the recommended repair as stated in the service manual for addressing the reported malfunction. Once the parts become available, the repairs will be carried out. If new information is received suggesting that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The therapy capacitor will be replaced to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.